Event description:
Same case as: 2134265-2014-03220. It was reported that a wire tip detachment occurred. The 90% stenosed, 18x2.8mm target lesion was located in the severely calcified and a moderately tortuous mid right coronary artery (rca). A 330cm rotawire and a 1.50mm rotalink plus were used to treat the target lesion. During the procedure, the rotawire was advanced to the lesion and a non bsc catheter was used with the wire. The rotalink was then utilized. While moving the rota burr via the wire utilizing dynaglide mode, the tip of the wire detached between the proximal and mid rca in a curved portion of the vessel. The physician indicated the spring tip likely came in contact with the rota burr during use and also that the detachment could have occurred during use of the non bsc catheter. The distal tip of the rotawire remained in the posterior descending artery and the treatment was not completed. Upon removal, it was noted that the distal tip of the burr was damaged. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis with the advancer and the catheter connected together. A guidewire was not returned for analysis. A saline tube was returned connected to the saline port of the advancer. During visual examination, the handshake connection was inspected and no damage was noted. A connect/disconnect test was carried out and found no issues with the unit¿s handshake connector during the connection of the device. There was no evidence to suggest there was a wire in the device as a wire could not be observed when the handshake connection of the device was disconnected and reconnected. The burr of the device was inspected and the annulus was found to be damaged. An attempt was made to load the burr with a test guidewire however this was not possible due to the damage to the annulus. It is possible the guide wire made contact with the annulus of the burr resulting in a guide wire fracture and a damaged annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03220. It was reported that a wire tip detachment occurred. The 90% stenosed, 18x2.8mm target lesion was located in the severely calcified and a moderately tortuous mid right coronary artery (rca). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to treat the target lesion. During the procedure, the rotawire was advanced to the lesion and a non bsc catheter was used with the wire. The rotalink was then utilized. While moving the rota burr via the wire utilizing dynaglide mode, the tip of the wire detached between the proximal and mid rca in a curved portion of the vessel. The physician indicated the spring tip likely came in contact with the rota burr during use and also that the detachment could have occurred during use of the non bsc catheter. The distal tip of the rotawire remained in the posterior descending artery and the treatment was not completed. Upon removal, it was noted that the distal tip of the burr was damaged. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).